Manufacturer narrative:
This device is reported to be available for analysis but has not been documented as received at the time of this report. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 5f mynxgrip vascular closure device (vcd) would not deploy when inserted into the unknown sheath. The technologist took the device out and saw the sealant was out of the tube, and the tube was cracked down the middle. Hemostasis was achieved with manual compression. There was no reported patient injury. The user is mynx certified. A 5f non cordis sheath was used. The vessel was the right common femoral artery (cfa). The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no presence of pvd / calcium in the vicinity of the puncture site. The device will be returned for evaluation..

Manufacturer narrative:
Complaint conclusion: as reported, a 5f mynxgrip vascular closure device (vcd) would not deploy when inserted into the unknown sheath. The technologist took the device out and saw the sealant was out of the tube, and the tube was cracked down the middle. Hemostasis was achieved with manual compression. There was no reported patient injury. The user was mynx certified. A 5f non-cordis sheath was used. The vessel was the right common femoral artery (cfa). The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no presence of peripheral vascular disease (pvd) / calcium in the vicinity of the puncture site. A non-sterile mynxgrip vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle was not engaged to the black handle with stopcock in the open position. The syringe used in the procedure was connected to the device along with a cordis sheath observed inserted over the unit. The sealant was observed still mounted on the unit but not in its manufactured position, being distally displaced out of the shuttle cover. Additionally, the advancer tube was observed to be in its manufactured position. During this analysis, no visual damages or anomalies were observed. The functional deployment analysis was executed by pulling the shuttle until the locking position was achieved to continue with the expected displacement of the advancer tube. During this analysis, it was observed that the sealant was successfully deployed, and the advancer tube was completely removed, obtaining the expected deployment result and showing that the deployment mechanism was not compromised. The reported event of ¿sealant-sealant misdeployment-complete¿ was confirmed through analysis of the returned device since the sealant was noted to be present on the catheter during visual inspection. The exact cause of the issue experienced by the customer could not be conclusively determined during product investigation. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the misdeployment incident reported since the device passed functional analysis for deployment and there were no other damages/anomalies that could have contributed to the issue noted. However, it could be related to procedural/handling factors, such as incomplete shuttling down of the shuttle and/or premature swelling of the sealant. Premature swelling of the sealant can occur when a high amount of tension is applied to the balloon catheter during the shuttle deployment step, which can result in a tight seal at the tip of the sheath. As the device is advanced, blood can be trapped inside the sheath due to the tight seal, causing the sealant to hydrate prematurely and contribute to the sealant sticking to the device and deploying on the catheter. According to the instructions for use (IFU), which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock (definitive stop), this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy and a possible misdeployment of the sealant. Neither the product analysis, nor the information available for review, suggest that the reported issue experienced could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
The lot number remains unknown and therefore, only basic UDI available. This device has been analyzed but the final, approved draft of the engineering report and its conclusion is not yet available. However, it will be submitted within 30 days upon receipt.additional information is pending.